Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Per the results of the repair inspection, it was likely that the cause of the problem was a communication error, and the image was not output because the terminal of the electrical contact inside of the video connector was bent so that the connection of the endoscope could not be properly connected. The cause of the failure could be that the product was inserted due to an excessive load, or that the electrical contact terminal inside the video connector of the other party was damaged due to deformation or peeling of the electrical contact terminal on the endoscope.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The video connector had a bent pin which caused no image with a ltf type vh scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use, it was found that there was a damaged pin where the camera paddle gets inserted into the evis exera iii video system center. No patient harm reported.